Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench and no anomalies were found. Review of the device image revealed that the device performed numerous high voltage charges within a short period of time due to the patient¿s heart rhythm. It is believed that the high voltage activity caused the battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device failed interrogate. The device was explanted and replaced. Procedure went uneventful.